Manufacturer narrative:
B3: date of event, d4: UDI number and d5: operator of device is unknown; no information has been provided to date. Device evaluation: one device was received in good physical condition. Per device testing, peep is over limit, o2 concentration over limit. The complaint was confirmed. The root cause was o2 needle and adjusting. It was not known what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action was taken, and the device will be returned to the customer without repair as it not economical to repair this device.

Event description:
It was reported that the "o2 rate too high with tins texp near 65%". Patient involvement unknown.